Event description:
Spontaneous call from patient's spouse. She was having issues with the cartridge loading into the ms3 pump, 445037, was able to troubleshoot that it was slightly overfilled. Patient was able to begin infusing with new cartridge. Lot and expiration information for the cartridge was not provided, unknown if available for return. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Pump: no, still in use. Cartridge: unk; did we [MFR] replace device? No; did the patient have a backup device they were able to switch to? Yes, used a new cartridge but not a new pump. If yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.